Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported right femoral vein laceration could not be conclusively determined.

Event description:
Related manufacturer ref: 3008452825-2021-00550. The following was published in journal of arrhythmia, procedural outcome of lead explant and countertraction-assisted femoral lead extraction in thai patients with cardiac implantable electronic device infection by jirarat jiratham-opas md, et al: may 2021. A study was conducted aim to investigate the procedural outcome of countertraction-assisted transfemoral lead removal technique of cied infection in 35 (B)(6) patients. A right femoral vein laceration was noted in one patient after the completion of the procedure requiring surgical repair. No extensive surgery was required. During the procedure for the lead extraction, if the targeted lead could not be removed by simple manual traction, a femoral vein approach was proceeded with by placing two long sheaths into the right femoral vein. Doi: 10.1002/joa3.12574